Event description:
Device #1 malfunction: posterior cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose a-t device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the physician pulled the needle plunger out, no suture was attached to the posterior cuff. An attempt was made using another perclose a-t, with the same results. The device was removed and a third perclose a-t was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information. Device #2 proglide, part# 12673-03, lot # 63100, is being filed under a separate manufacturer report number.